Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and they had access site bleeding. An air vac was used and 8 units of blood products were administered. Support continued. Additionally, low pump flows were noted. 2 units of blood products were given and albumin and suction issues have resolved. Reportable due to access site bleeding and low pump flows.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the access site bleed and the low pump flow has been completed. The impella was not returned for evaluation. Clinical details were not sufficient to determine the root cause. The root cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Data logs were reviewed finding no motor current spikes occurred. No positioning issue observed. Many suction alarms occurred during the case and change in p-levels and flows observed. Based on the clinical details best practice applied and no issue stated during the impella insertion. The cause of the low pump flow issue most likely was patient condition related that led to drop in flows at p-1 with multiple suction alarms. Added-b5 mso review, d6b g1-corrected MFR site name and address